Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was short ventricular intervals of concern and evidence of t-wave oversensing (twos) in stored episodes that was possibly associated with the patient's status changes. The lead remains in use. No patient complications have been reported as a result of this event.